Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and dark spot particles of contamination were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix syringe inlet had particles inside the package. This was noticed before use. There was no patient involvement. No additional information is available.